Event description:
The explanted devices were reported to have been discarded by the explant facility.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient was having surgery because she has something coming out of her neck. The surgeon is not sure what it is, but was doing the surgery to find out. Clinic notes were received from a visit on (B)(6) 2017. The notes detail that the patient has a granuloma coming back from the original replacement surgery on (B)(6) 2017 and is weeping. Notes from (B)(6) 2017 for a follow-up wound check visit to the neurosurgeon indicate that after vns battery change on (B)(6) 2017 the mother called on (B)(6) 2017 and diagnosed a little bit of redness on the lower portion of her incision. The patient was placed on bactrim for two weeks and it did not completely resolve. On (B)(6) 2017 she noticed a small pimple over the anterior-inferior area of her neck which got larger. The patient was again placed on bactrim. The pimple eventually ruptured, and quite a bit of pus came out and formed a large red area that has been oozing since. The area continued to get larger. A granuloma at the neck site was noted. The surgeon states this was likely a chronic infection. Notes from surgery on (B)(6) 2017 were received which provided the granuloma just looked like a reactive granuloma. The old incision was opened up and there was no frank pus over this. The axillary incision was opened and the pocket was opened. And there was no pus or fluid at all. The lead was very mobile at the axillary site. The surgeon reported it looked healthy however the generator had lateralized and the stitch must have broken. The generator pocket was opened and a new more medial pocket was created. The generator was secured using 2-0 suture. Review of the manufacturing records for the generator and lead revealed they were sterilized prior to distribution. Additional relevant information has not been received to-date. No known explant surgery for the granuloma and infection has occurred to-date.

Event description:
Exploratory surgery occurred. The patient was having an autoimmune response to the lead and generator after having her battery replaced. It was presenting as an infection but labs were negative, so the surgeon did not believe it was infected. The patient's lead and generator were explanted.